Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels of 400mg/dl. The customer declined to trouble shoot for high blood glucose levels. The customer states blood on site and was assisted with trouble shooting. The insulin pump is not being replaced or expected to return for analysis.